Event description:
It was reported the video processor displayed no image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9(date returned to mfg),g1 (contact office email), h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in the printed circuit board (cp, dp, dx) and the main board (cm board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in the printed circuit board (cp, dp, dx) and the main board (cm board), the real-time image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.